Event description:
Customer reports back to back testing on the same meter while using the active system with results of: 105 mg/dl to 11 mg/dl; 101 mg/dl to 11 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.